Event description:
A 67 year old white male was visiting family on 12/24/98. While having dinner at a restaurant, got ICD shock while eating. Had another shock again on 12/25/98. Approximately 2 days later, got 2 shocks which prompted an ER visit. Was sent home. Next day had 2 more inappropriate shocks. Pt flew home on 1/3/99. Admitted thereafter for ICD evaluation. Ventricular lead information: removed, sensing difficulty, apparent fracture.